Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the initial minutes of a routine hemodialysis treatemnt, the patient's venous access needle dislodged resulting in a blood loss. Treatment was terminated without rinseback of the remaining blood in the cartridge, which resulted in a total blood loss estimated at up to 700cc. The patient's epogen dose, which had previously been discontinued was restarted.

Manufacturer narrative:
The reported blood loss has been attributed to a venous access needle dislodgement. The user's guide states that "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components or from venous access disconnection. Leaking fluids could lead to blood loss. Always tighten and recheck the patient vascular access and all fluid lines, caps and clamps." There is no evidence of a device malfunction. Nxstage reviewed the reported blood loss with the facility. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.